Event description:
It was reported through a direct call from the customer to the emergency support program that the cardiosave intra-aortic balloon pump (iabp) showed a low amount and in red after helium tank replacement. There was a patient involved however no harm or injury was reported. Esp personnel was on call to evaluate and troubleshoot the unit. The unit continued to display low helium level in red despite the tank gauge showing full/green. The caller was instructed to place the cart into rescue configuration and then back into hybrid configuration, after which the screen indicator updated to full/green.